Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A completion computed tomography angiography (cta) revealed a leak in the aneurismal sac which was disappeared after ballooning procedure. The pt tolerated the initial procedure. On (B)(6) 2011, a control cta showed either a type I or a type ii endoleak. The physician was monitoring the pt. On (B)(6) 2011, the pt was converted to an open surgical procedure and the trunk-ipsilateral leg component and the right side of the device were explanted and were replaced by jotec dacron 20mm device. The left leg and contralateral leg components were left in place because of tortuous anatomy. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Images were sent to gore for investigation. The review of the mfg paperwork verified that this lot met all pre-release specifications. Pre-implantation images showed that the aortic diameter distal to the lowest renal artery appeared to be approx 23mm. The aortic diameter 15mm distal to the lowest renal artery appeared to be approx 25mm. The size of aneurysm is 68.3mm x 75.3mm. Post procedure images from (B)(6) 2011, showed that the contrast pooling within the aneurismal sac appeared to originate at the proximal end of the implanted trunk-ipsilateral leg component - proximal type I endoleak. Also, contrast is visible within multiple lumbar arteries as well as the ima at the level of the implanted devices. The aneurysm size is 67.8mm x 75.7mm. Images from the second procedure were not provided to gore. The aortic diameter distal to the lowest renal artery appeared to be approx 23mm. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the aortic treatment range for a (B)(4) device is 24-26mm. Also, gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing) and 1 mm larger than the iliac inner diameter (7-25% oversizing). The endoleak may have been due to device over-sizing. Additionally, the IFU state that endoleaks are a possible adverse event that may occur and require reintervention.